Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the air/water (aw) cylinder, adhesive around the light guide (lg) lens, the objective lens had corrosion, and the adhesive on the bending section cover (a-rubber) had corrosion . There was no patient involvement.